Event description:
It was reported that the insulin pump had a crack in the screen and the screen blacked out. The blood glucose reading was 69 mg/dl, which the customer treated with breakfast. The customer stated that she had fallen in the boat and the insulin pump hit the boat floor, leading to the damage. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The blank display could not be verified due to the display damage. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip and minor scratches on the display window.